Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the endoyascular treatment of an abdominal aortic aneurysm in a pt in 2001. The patient's external iliac vessels measured 8 mm and the common iliac vessels measured 10mm. The pt had minimal calcification and tortuosity. The aneurysm size is unknown, it is reported that the physician did not use a sheath. It is reported that the black ring of the stent delivery system was fully retracted, but the distal end of the stent graft appeared "bunched" under angiography, as if the stent graft did not fully deploy. As the runners were retracted, the graft was pulled down into the sac; therefore, a 22mm diameter x 3.75cm length aortic cuff was successfully placed proximally. It is reported that the pt is fine and there is no additional clinical sequelae relative to this event. No further information is available at this time. The delivery system has been returned to medtronic ave; returned goods investigation is pending.